Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) a shaft break occurred. The 90% stenosed lesion was located in the severely tortuous and moderately calcified left circumflex (coronary artery) (lcx). The quantum maverick mr balloon catheter was being used with a stent balloon in a kissing balloon technique. The shaft of the quantum maverick balloon catheter broke inside the guide catheter. No information is available regarding procedure outcome. No pt complications or injuries were reported. The pt's status is reported as "stable".